Event description:
It was reported that pump experienced past malfunction with malfunction code and caller contacted support to discuss event. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.